Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's skin on the left side of the chest and on the back had broken down, was bleeding, and produced puss/drainage. It was reported that the patient had not been receiving proper care at the facility where he was residing and that the patient had been bedridden while healing from an ICD removal surgery. The electrode belt was described as being very soiled and caked with bodily fluids. The patient's caretakers were retrained on proper device sanitation and care. Follow-up indicated that the rash and welts had been healing since the patient was in the hospital and did not need to wear the device and was receiving medication.